Manufacturer narrative:
Voluntary medwatch report received: mw5157690.

Event description:
Voluntary medwatch received states that the low voltage lead was explanted and replaced due to failure of implant. The condition of the patient is unknown.